Event description:
The customer contacted physio-control to report that their device powered off and then rebooted itself during a recent patient event. The patient survived the event and there were no reported adverse effects due to the reported issue. No further details about the patient or the event were provided. Upon evaluation of the device, physio observed that the unit would not detect the therapy cable assembly that was installed. The device only showed dashed lines, indicating that the test load was not being detected. As a result, defibrillation with that cable would not be possible.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported power off and reboot issue. The cause of the reported loss of power could not be determined. Physio then replaced the therapy cable assembly that would not detect the test load which resolved that issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.